Manufacturer narrative:
The reported event of oversensing noise was confirmed. Final analysis found that as received, a complete lead was returned in two pieces. Visual examination found an external insulation abrasion breaching the outer insulation and exposing the outer coil. The cause of the reported event was due to the exposure of the outer coil at the abrasion zone which is consistent with friction to the device can. All other damages were sustained during the procedure.

Event description:
It was reported the asymptomatic patient presented in clinic. Upon interrogation, it was observed the patient's right ventricular lead was oversensing noise. During explant procedure, the right ventricular lead tangled with the atrial lead, causing it to dislodge due to user error. Both leads were explanted and replaced without further issue. The patient was stable throughout.